Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a discrepancy in reading between sensor glucose and blood glucose values. The customer reported blood glucose value of 478 mg/dl. The event involved product(s) mmt-7040ma. Troubleshooting was performed and the discrepancy between the sensor glucose value of 70 mg/dl and blood glucose value of 478 mg/dl was greater than 30%. Customer was advised that sensor may no longer be responding to glucose changes. Possible causes were explained to customer. It was unknown whether customer had been using the insulin pump system within 48 hours of the reported event. It was unknown whether customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. The customer discontinued the use of the device mmt-7040ma. Mmt-7040ma was requested and customer response was the device will be returned.